Event description:
.

Manufacturer narrative:
(B)(4). Evaluation: method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. No product analysis was performed. Further investigation of this event revealed that the bioconsole was sequestered by the hospital for about a week and was then put back into use, with no problems reported. The pt involved in the event did expire. Autopsy confirmed the cause of death as peri-operative hypoxic encephalopathy with seizure activity and multiple organ failure. The customer reported to medtronic that the device worked as programmed. Biomed had recently performed routine maintenance shortly before the incident, and it was possible the settings were changed. The customer reported that biomed did leave a note attached to the device after servicing noting that maintenance had been performed and to check all settings prior to clinical use. Device history review found the product met specifications when released for distribution. Conclusion: based on the available information, the pt's death was related to air embolism related to retrograde flow in the arterial line. This likely occurred when the level sensor alarm went off, and the bioconsole stopped flow in response. There was no device malfunction that contributed to the pt's death; however, the device settings were not set as expected. In conclusion, the device performed as programmed and operational context contributed to the event.